Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8116260 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual inspection of the returned sample revealed no abnormality. System pressure leakage test was performed on retained samples of the complaint batch and no leakage was found. Leakage was only found when the sample were inserted with the connector loosely. Because the sample was connected to a non-bd connector the non-bd piece can't be confirmed as not contributing to the problem. CAPA#1474444 was initiated. See h.10.

Event description:
It was reported that the bd prn adapter 0.1ml experienced leakage during use. The following information was provided by the initial reporter: there was no problem found in the product when flushing but leakage occurred during infusion given over a few hours. The lot number may not be correct because it was from the products in hospital stock.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd prn adapter 0.1 ml experienced leakage during use. The following information was provided by the initial reporter: there was no problem found in the product when flushing but leakage occurred during infusion given over a few hours. The lot number may not be correct because it was from the products in hospital stock.